Event description:
A male, patient, of an unknown age and weight underwent a vascular intervention to treat a cto. The md chose a turbo elite (te) and began lasing the lesion. The te was having difficulty crossing the lesion. A wire finally crossed and the md was able to lase with the te successfully. At some point during the procedure, a dissection was noted on fluoroscopy. The md successfully ballooned and stented the area and the patient recovered well from the procedure. No device(s) were retained from the procedure for return, engineering analysis. Several (12/8, 12/17 & 12/20) unsuccessful attempts were made in an attempt to gather further device information.